Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.

Event description:
Invalid result(s). Customer stated, "followed directions. Fluid did not move from sample well to test for viruses. 5 swirls in each nostril, swirled swab in buffer tube 30 seconds. Rotated swab 5x while squeezing tube. Removed swab while squeezing tube. Attached dropper tip and mixed tube. Added 4 drops to sample well. Waited 15 minutes. No results. No lines at all."